Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that the g5 application screen was frozen on (B)(6) 2016. At the time of contact, patient's application was working properly again. No injury or medical intervention was reported.